Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Enduser alleges that sam300p unit powers on by itself; non fsca unit. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 2nd november 2011. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ons of 10 minutes duration. The measurements taken during the investigation, including an excess current and multiple manual power ons of 10 minutes duration recorded between 12th february 2017 and the 21st may 2018 would indicate a failing membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The corrosion observed on the shock button dome within the membrane would suggest the device had been stored outside of the indicated conditions, however, this could not be verified by other means i.e. Corrosion observed on the screws and usb contact collars. The concessions outlined in the product history review would have had no impact on the fault observed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine 350p.

Event description:
Enduser alleges that sam300p unit powers on by itself; non fsca unit. There was no patient involved.